Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data confirmed the power consumption is abnormal, device replacement was recommended. High out of range pacing impedance measurements of greater than 3000 ohms were also observed on the left ventricular (lv) channel. All other lv lead measurements were within normal range; x-ray imaging has been ordered. The crt-d remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed to address this event. When testing the system with a pacing system analyzer during the procedure, the lv-1 sensing configuration to any anode was not capturing and showed out of range pacing impedances of greater than 3000 ohms, however all other vectors showed acceptable capture thresholds and impedances in range around 600-700 ohms. Upon disconnecting the lv lead from the crt-d port, the pin was inspected and did not show any abnormalities. The physician felt the lv lead was fine to leave implanted as no impairment was noted. The crt-d was explanted and replaced successfully, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory noted the lv lead measurements were not normal. The lv output was viewed across a 500 ohm load with an oscilloscope. The pulse only reached 3.02 volts (v), when the device had been programmed to 3.5 v. Review of device memory also confirmed the presence of a higher-than-normal current drain condition, which started at implant and stayed high until explant. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported high current drain, premature battery depletion, and erratic lv lead impedance measurements.

Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data confirmed the power consumption is abnormal, device replacement was recommended. High out of range pacing impedance measurements of greater than 3000 ohms were also observed on the left ventricular (lv) channel. All other lv lead measurements were within normal range; x-ray imaging has been ordered. The crt-d remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed to address this event. When testing the system with a pacing system analyzer during the procedure, the lv-1 sensing configuration to any anode was not capturing and showed out of range pacing impedances of greater than 3000 ohms, however all other vectors showed acceptable capture thresholds and impedances in range around 600-700 ohms. Upon disconnecting the lv lead from the crt-d port, the pin was inspected and did not show any abnormalities. The physician felt the lv lead was fine to leave implanted as no impairment was noted. The crt-d was explanted and replaced successfully, no additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data confirmed the power consumption is abnormal, device replacement was recommended. High out of range pacing impedance measurements of greater than 3000 ohms were also observed on the left ventricular (lv) channel. All other lv lead measurements were within normal range; x-ray imaging has been ordered. The crt-d remains in service and no adverse patient effects were reported.